Event description:
It was reported that the patient presented in the clinic for a routine follow up. The patient was in atrial fibrillation and a cardioversion was performed. Post cardioversion, noise was observed on the atrial lead. The patient returned to the clinic on (B)(6) 2015 and the noise could not be reproduced with isometrics. When the patient coughed however, atrial oversensing was observed. All atrial lead measurements were normal and within range. No intervention was performed at that time. The patient would be monitored.

Manufacturer narrative:
(B)(4).